Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets did not flow properly. It was further specified that the issue was with the "proximal medication administration port when used for secondary tubing attachment". This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.